Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy being used for neuro soft tissue ablation procedure. It was reported that post-operatively, the patient experienced vomiting. The patient went to the emergency department where they had a computed tomography (CT) of the head, x-ray of the chest, and covid-19 testing performed. All were unremarkable expect the CT showed right medial temporal hypodensity. The patient was given zofran IV and reported that the vomiting resolved the same day. It was reported that the reported event was related to the procedure.